Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Customer received a transfer bench and it worked well for a few months. Afer a few months of use the customer noticed the seat has begun to crack. The customer is well within the 315 pound weight capacity, at (B)(6), and is using the bench as directed.